Event description:
The surgeon attempted to insert a cq2015 three piece collamer lens. The lens haptic tore prior to insertion into the eye. No pt contact or injury. The cause of the lens haptic tearing was due to the lens being mis-loaded.